Manufacturer narrative:
The pipeline flex has been returned and evaluation is currently in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, fusiform aneurysm in the left ophthalmic internal carotid artery (ica). The aneurysm measured 21mm. Landing zone artery size was 3.9mm distal and 5mm proximal. Vessel tortuosity was severe. The devices were prepared as indicated in the IFU. It was reported that there was difficulty delivering the pipeline flex through the catheter; access took a few hours. Since access was so difficult, the physician chose to continue with pipeline flex delivery. The pipeline flex was deployed and would not expand on the distal end. The device was resheathed one time, which did not resolve the issue. The pipeline flex was removed from the patient. The physician was unable to regain access. The procedure was ended. The aneurysm remains untreated. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Device evaluation the pipeline flex delivery system was returned for evaluation within the catheter. For further examination, the pipeline flex delivery system was pushed out of the catheter lumen. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was observed to be bent approximately 10cm from the distal tip coil as well as 38cm from the proximal end. The distal and proximal ends of the pipeline flex braid were found fully opened and frayed. Based on the analysis findings, the report pipeline flex failure to open at the distal end could not be confirmed as both ends of the pipeline flex braid were found fully open. It is possible that the patient¿s severe vessel tortuosity may have contributed to the reported issue, subsequently causing the pipeline flex delivery system to become damaged. However, the cause for resistance could not be conclusively determined. Additionally, the damage observed to the braid (fraying) and pushwire (bending) suggest that excessive forced used. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encou ntered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture.